Event description:
A report was received that the patient had burning sensation and pain at the pocket site. Other symptom included swelling at the site. Due to the long-term bruising/discoloration at the battery site, the patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead with platnalock technology - 70cm.

Event description:
A report was received that the patient had burning sensation and pain at the pocket site. Other symptom included swelling at the site. Due to the long-term bruising/discoloration at the battery site, the patient will undergo an explant procedure.